Event description:
The wire broke during an operation with jetstream. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed reports, additional information was provided. It was reported resistance was met during advancement of the barewire due to the heavily calcified anatomy. The tip of the barewire separated during use with the jetstream device. The separated portion was not retrieved and remains embedded in the lesion. The patient was sent for bypass surgery. No additional information was provided.

Manufacturer narrative:
B1: added adverse event. B2: updated from na to other serious. H1: report type updated from malfunction to serious injury. H6: codes 4582, 2199, and 1069 removed. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was confirmed. The reported difficulty advancing was unable to be confirmed as it was based on circumstances of the procedure due to anatomical conditions. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. The reported resistance during advancement was likely due to anatomical conditions which were reported as heavily calcified. Additionally, based on the reported information, and evaluation of the returned unit, it is likely that interaction between the jetstream atherectomy device and barewire contributed to the material separation resulting in a portion of the device remaining in the anatomy. The fracture face of the separation on the returned barewire showed signs of extreme rotational damage on the material surface resulting in separation. It is likely that during use, the jetstream and barewire became stuck together and with the rotation of the jetstream atherectomy tip, the material separation occurred. There is no indication of a product quality issue with respect to manufacture, design, or labeling.